Manufacturer narrative:
The customer reported problem was confirmed. The proximate cause of the reported issue was due to maintenance issue of the front case pca. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/17/2015 to the present date 10/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that an unknown issue with the device occurred. There was no patient involvement.